Manufacturer narrative:
(B)(4). Technical support engineer troubleshot with customer over the phone and recommended to clean the screen and run the vent for 24 to 48 hours, if errors persist recommended replacing the touch frame pcb.customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator had a blocked screen error. The ventilator was not in use on a patient at the time the malfunction occurred.